Event description:
It was reported that the patient reported that the last few times he has tried to use his device that he wasn't able to inflate it fully; he thought he might have a leak in the system and inquired what to do about the problem. It was recommended that he see his prosthetic urologist for follow-up. Additional information received indicated the patient has an appointment scheduled for (B)(6) 2020 with his physician.